Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, difficulty was experienced inserting the lead into the device header. It was reported the patient experienced 10 seconds of asystole. The lead was successfully inserted into the device header and the implant was completed without further complication. No adverse patient effects were reported.